Event description:
The pt called lifescan and alleged that their meter would not power on. Medical affairs spoke to the pt and obtained/verified the following info. The pt was unable to test on their meter for one week the day after pt had been unable to test, pt began to feel sick. Pt had an upset stomach and felt shaky. Because of the symptoms, pt decreased their insulin. Pt was taking humalin 70/30 (25 units in the morning and 28 units in the evening) and humalog based on a sliding scale. Pt decreased their insulin to 12 units in the morning and 15/units in the evening and pt stopped taking humalog. This change was the pt's decision. After approximately one week of being unable to test, the pt began vomiting often. Pt went to the hosp and their blood sugar was 389 mg/dl. Pt was treated with insulin. While troubleshooting with the lfs customer care rep, it was discovered that the pt was using expired test strips and pt was entering the strips upside down. Based on the info provided, the pt suffered a serious injury due to use error. This case will be reported as an adverse event. No replacement items are being sent to the pt.